Manufacturer narrative:
(B)(4).

Event description:
It was reported there was externalized conductors on the lead discovered when the patient presented in the operating room for generator replacement due to normal eri. The patient was asymptomatic. The lead was capped and replaced. The patient was well.